Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6)2011. (B)(4).

Event description:
It was reported that that the right atrial lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.